Event description:
It was reported that complete heart block occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The transseptal crossing was completed without issue and the was positioned in the distal aspect of the chicken wing-shaped laa. The wds was prepared and inserted into the was. The distal marker bands were lined up and the system snapped together. A contrast photo was taken and the distal catheter was positioned well into the anterior aspect of the laa. Deployment was completed, but the device was too proximal. Multiple recaptures were completed with greater than 1/3 shoulder at 45 and 90, with the 135 view seated well. Due to the significant shoulder, a full recapture was performed. There was concern with the trajectory of the was, so a second transseptal cross was performed. As the transseptal cross was being performed, the patient went into complete heart block. Transcutaneous pacing was initiated and atropine was given. Transvenous pacing was further performed. After about 20 minutes, the patient recovered and pacing assistance was terminated. Due to this event, the physician decided to abort the procedure. The patient's hemodynamics stabilized and was sent to recovery. The following day it was reported the patient was doing well.